Manufacturer narrative:
Additional information received from the physician into the event. The md stated this was his third use of the device, prior two cases were successful. He went on to state that the arrhythmias may have been due to the patient and their underlying multiple medical conditions. The patient did not have to "undergo any interventions and was not harmed in any way."

Event description:
It was reported by the sales rep. The md stated: 'the proplege coronary sinus device caused irritation of the right atrium during insertion and caused a significant amount of arrhythmias." They were treated and the use of the proplege was abandoned.". No further patient injuries were stated, the device was discarded by the hospital and is not available for evaluation.

Manufacturer narrative:
Device not returned for evaluation. Discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.